Event description:
A report was received that the patient was having difficulty charging the ipg, frequent ipg charging, and difficulty communicating ipg after a previous non-device related surgery wherein an electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg, frequent ipg charging, and difficulty communicating ipg after a previous non-device related surgery wherein an electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg, frequent ipg charging, and difficulty communicating ipg after a previous non-device related surgery wherein an electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.